Event description:
The customer reported the control console freezes. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator floppy drive and the video switching pcb. System operates as intended. (B)(4).